Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a resolute onyx drug eluting stent to treat a calcified lesion in the rca with high tortuosity. Device was inspected prior to use, no issues noted. No difficulties removing the protective sheath and no issues on inspection. Lesion was pre-dilated. Inflation device remained on neutral pressure during delivery of the device. Device did not pass through a previously deployed stent. Resistance was noted when advancing the device to the lesion, but no excessive force was used. Dislodgement occurred during positioning in the lesion. Stent was removed with 2 catheters, 2 wires and clipped out from femoral. No further patient injury or other clinical sequelae reported for this event. Please note that this device (resolute onyx rx) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity rx). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.